Manufacturer narrative:
(B)(4). Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, quality control, and a photographic inspection of the device were conducted during the investigation. The photographic inspection of the complaint device confirmed the reported condition. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the complaint product, and the results of our investigation, the root cause was determined to be manufacturing related. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The international customer reported that, during a pre-use inspection of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, an unidentified particle was discovered within the primary package of the device. The device was not used on a patient; accordingly, no patient adverse events resulted from the product issue. The device is reportedly unavailable for return and evaluation.